Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that 4 contacts in 0-7 and 5 contacts in 8-15 are showing red x (>40k ohms). Caller stated they were doing a complete system replacement and they were using a new 565 lead. Caller stated they reseated the lead tail 3 times. Caller stated they got the same reading from the neurostimulator and wireless external neurostimulator. Caller stated she will most likely replace the lead. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made to reflect the main component, product ID#97715. The correct mfg. Site ID for product ID #97715 is p1275. The correct product code has been updated. Analysis of product ID #977c165 found no anomaly. The other applicable components product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2018-01596. Based on additional information received, the correct manufacturing site was # 2649622. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was not determined.